Event description:
It was reported that a physician attempted arteriotomy closure of a common femoral artery after an interventional procedure using a proglide device. Reportedly, the knot pusher would not cut the suture at the end of the closure procedure. It was not indicated how the suture was cut or if any additional intervention was performed. The patient did not experience any adverse effect. The manufacturer representative received the device with a note from the facility contact. The physician is trained in the use of the proglide. The facility contact did not have any additional information to provide.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device noted the following during testing with a proxy suture: the suture was held by the slider, the cutter was deployed and cut the suture. The trimmer functioned normally. The trimmer was disassembled and the cutter blade was examined by 25x magnification for flashing, damaged, voids and to assure that the inner and outer facets intersect and there was a defined sharp edge visible. A review of the finished device lot history records for any nonconforming material records associated with this lot or a query of the complaint-handling database could not be performed because no lot number was provide for this case. Based on the investigation findings, inspection criteria and reported information the cause for the report of the knot pusher not cutting the suture during use could not be confirmed nor determined. There does not appear to be any indications of a product quality problem. To help ensure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.